Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm had geometry issues. The fse confirmed that the problem in the detector. The fse tightened the tension on the detector shift shafts and recalibrated the detector shift current, after that system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that c-arm had geometry issues. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.